Event description:
Additional information indicated the patient did not respond to therapy.

Event description:
It was reported the lead looked like fluid/blood had penetrated the inner housing of the lead/ health care professional questioned the integrity of the lead insulation. Lead was explanted. There were no injuries, symptoms, or adverse events to the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_ext, product type extension product ID 3093-28, lot# v813549, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (product# 3093-28, lot# v813549) found no anomaly. Analysis of the extension found no significant anomaly. The extension body was cut through, product segmented.